Event description:
On (B)(6) 2013 it was reported that the wand in the physician¿s programming system had to be replaced and that then when the manufacturer¿s consultant tried to interrogate the patient¿s device, the screen froze. The physician was in a hurry to see other patients so the consultant¿s programming system was used to interrogate and program the patient¿s vns. A hard reset was performed on the physician¿s handheld and it was confirmed to be working properly with the demo generator.